Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system did not turn on. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found power supply module needs to be replaced. The philips field service engineer (fse) checked the system onsite and found faulty power supplies in the fantray and dcps pdu and found the cause to be short circuit of the power supply. To resolve the issue, the field service engineer (fse) replaced the fantray and dcps pdu along with faulty fuse. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.